Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient developed peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the peritonitis diagnosis. The pdrn reported the patient was not following aseptic technique when performing treatments and was cultured on (B)(6) 2016. The culture results have not been confirmed by a lab but initial results indicate the organism as "diphtheroid like". The patient was being treated with vancomycin 1gm every five days for three weeks. The patient was not hospitalized and continues performing peritoneal dialysis with the liberty cycler.

Manufacturer narrative:
The liberty cycler was not available for investigation under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.